Manufacturer narrative:
The details indicate that the hospital used an expired product on a patient, a product that had expired more than 2 months prior to implant. The product is clearly labeled in two locations that indicate when the product is due to expire. Both the outside box and inner pouch are clearly labeled. A routine evaluation of the production work orders, sterilization records and quality inspections related to this lot of catheters was performed and the product in question met all quality inspection criteria. Clinical evaluation: the advanta v12 covered stent is supplied sterile. The instructions for use state "the advanta v12 is for single use only. Do not use if the package is open or damaged. Use prior to expiration date on the label." Hospital guidelines require close monitoring of the products that are held in stock to prevent aging products from remaining on the shelf. A second mechanism is at the procedure table prior to entry onto the sterile field when the expiration date should be confirmed and recorded. In the case where an expiration date has passed and the product is used there would be no guarantee of sterility of that product.

Event description:
It was reported that the stent expired (B)(6) 2015 but was implanted (B)(6) 2015. There were no problems encountered.